Event description:
It was reported that when the stimulation was on the patient felt pain in the upper back and in the legs at or past the knees that was "causing me more pain than good." The patient turned the device off. There was no related accident or incident. It also was noted that the patient was allergic to the tape used over the incision site and the staples were lifting from the stimulator. The patient's skin was growing over the staples. The patient was reprogrammed without success. The entire system was explanted in (B)(6) due to increased break through pain, numbness, and poor management of low back pain. At a follow-up appointment with the health care professional (hcp) in (B)(6), the patient appeared to be "healing fine." It was noted that the patient had great results with the stimulation in trial. Later, the hcp indicated that there was no device malfunction, that tests had been completed to understand the cause of the event, and that the patient had recovered completely.

Manufacturer narrative:
(B)(4).